Event description:
The medwatch states: "the device burned through the insulation on the hand piece at a connecting point. Pt was burned at the areola. During surgery, the dr noticed the smell of burning plastic. A burn 5 mm x 5 mm superficial partial thickness burn on the pt's right breast. The burn occurred while using the force triverse hand piece with an insulated bovie tip. Health professional's impression: dark spot on the bovie tip at seamline was where current possibly leaked out and burned through. This area is blackened. This area is seated within the triverse when connected." Following up with the site, they reported that the degree of burn was not available but injury was covered with telfa, tegaderm, bulk dressing.

Manufacturer narrative:
Covidien ref#: (B)(6). Date of initial report: (B)(6) 2010. The return of the incident sample has been requested. At this time, the site has declined to return it for eval. If the sample is received, a f/u report will be submitted. The forcetriad generator was tested by the site and they reported they are satisfied it is operating properly.